Event description:
Event was reported to (B)(4) by an attorney. The patient has suffered chronic pelvic and vaginal area pain, severe pain during intercourse, urinary frequency, urinary leakage, urgency, mesh erosion, bleeding, and the need for additional surgeries. No further information has been provided.